Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-30813. It was reported that patient experienced ineffective stimulation. As a result, surgical intervention was undertaken where in the leads at l3 and l5 were explanted and replaced and a new lead was added for additional coverage.